Event description:
It was reported that, "the product was received from fedex and appeared damaged. Opened outside box and it appeared wet inside and they (facility) could smell fumes coming out of the box."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.